Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6)2026. The elevated BG was addressed by a correction injection via manual insulin therapy. Customer changed infusion set and cartridge to resolve the occlusions.